Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the sensor glucose and blood glucose readings had discrepancies and also reported high blood glucose levels. The blood glucose reading was 159 mg/dl compared with the sensor glucose reading of 70 mg/dl. The customer's blood glucose reading was 449 mg/dl at the time of call. The customer's symptoms included upset stomach. The customer was advised to change the set, reservoir, and insulin and treat. Nothing was replaced or returned for analysis.